Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. This assessment was unable to establish a relationship between the device and the event reported. The device was fully tested, performing within expected parameters. No visual defects were observed. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the event reported has been reviewed, with similar instances being monitored to determine if additional actions are required. Blockage, canister full, false and constant alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found to be defective, even though the canister was changed the device kept displaying a full canister alarm and while alarming it stopped generating the expected pressure. A backup pump was not available.

Manufacturer narrative:
H11: correction on g5 [510(k) number].